Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s caregiver stated the patient experienced a hypoglycemic event. He was found unresponsive and emergency medical services (ems) was called. The cgm receiver had not provided an audio or vibration alert (it is unknown what the low alert it set to). The cgm and bg values were not provided; however, the patient reported the cgm was higher than the bg value. The bg was checked by ems and the patient was treated with an IV and IV glucose based upon the bg value. The patient was not transported to the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.